Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported diminished battery life, having to change batteries every other day, failed battery test, low battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
Pump passed self test, sleep current measurement and active current measurement. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on on 06/02/2025 20:20:00 no unexpected failed batt test alarm during testing and in download history. Battery cycle 14.0 received the lowbatteryalert (104) on 06/01/2025 06:27:00 faster than expected at 1.51 days. Battery cycle 12.0 received the lowbatteryalert (104) on 05/29/2025 06:36:00 faster than expected at 1.54 days. Battery cycle 11.0 received the lowbatteryalert (104) on 05/27/2025 17:04:00 faster than expected at 1.5 days. Battery cycle 10.0 received the lowbatteryalert (104) on 05/26/2025 03:43:00 faster than expected at 0.86 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly. The p- cap locks properly in place in the reservoir compartment noted. Pump received with: unit had scratched case, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked case corner of belt clip rail, label damage. Customer alleged for unexpected battery power loss, low battery charge/battery lasts less than expected, problem isolated to electronic defective confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.